Manufacturer narrative:
(B)(4). The 28mm dia cocr mod hd -6mm nk, pn 163660, ln 790160. Arcos con sz c std 70mm, pn 11-301323, ln 942640. Unknown shell, pn unknown, ln unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted.

Event description:
It was reported patient experienced dislocation and revision of head and liner approximately 4 months post implantation. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.